Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/27/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The root cause of the customer¿s complaint of channel error could not be confirmed; no product or device logs were returned for investigation. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the device had a channel error. The top pressure sensor was defective. The sensor was replaced and completed preventative maintenance (pm) using bd carefusion software. Per customer, no further information will be provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record showed the device had a manufacture date of 08/27/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had a channel error. The top pressure sensor was defective. The sensor was replaced and completed preventative maintenance (pm) using bd carefusion software. Per customer, no further information will be provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a channel error. The top pressure sensor was defective. The sensor was replaced and completed preventative maintenance (pm) using bd carefusion software. Per customer, no further information will be provided.